Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation ¿ evaluation. A visual inspection and functional testing of the returned device was conducted. A document based investigation was completed including a review of complaint history, the device history record, instructions for use, manufacturing instructions, quality control data, and specifications. One device was returned for investigation. Returned packaging confirmed the reported device lot number. The device was returned with the handle and the basket formation in the closed position. Visual examination noted the support sheath is bowed in appearance. The male luer lock adapter (mlla) is loose. Functional testing found the handle does not actuate the basket formation. The mlla was hand tightened. Additional functional testing noted once the mlla was tightened down, the handle actuated the basket formation. A review of the device history record shows there are no non-conformances related to the reported failure mode. A review of complaint history shows no other complaints are associated with the complaint device lot number. A review of the instructions for use (IFU) found the following information related to the reported failure mode: precaution: enclose the device in the sheath before removing from the tray/holder. Precaution: do not use excessive force to manipulate this device. Damage to the device may occur. Based on the investigation evaluation, there is no indication that a design or process related failure mode contributed to this event. Current controls for manufacturing are in place to assure functionality and device integrity prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. The returned device was found to have a basket that was closed and could not be opened due to the mlla not being secured to the handle. The mlla was tightened down on the handle, and normal device function was restored. It is possible the mlla was not tightened securely during assembly, or that the mlla became loose during shipping / handling. The operator that performed the assembly step was made aware of the issue. All devices are inspected multiple times for damage and functionality and are packaged with the basket open. The device was returned with the basket closed, demonstrating the device did function to close the basket. The investigation conclusion for this complaint is cause not established. Per the quality engineering risk assessment, no further action is warranted. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was received on 09may2019. Patient demographics are unknown. Pre-existing conditions include urolithiasis. The patient's outcome post-procedure is unknown, but reportedly, the patient experienced no adverse effects.

Manufacturer narrative:
(B)(6). PMA/510k #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It is reported while preparing for a transurethral uretero-lithotripsy (tul) , the user opened a ncircle tipless stone extractor, and found the adapter/the fixing lock between the handle and the sheath shaft was off the position/dislocated. The physician was able to "fix" the device, but decided not to use it during the patient procedure. Another ncircle tipless stone extractor was opened and used to complete the procedure. No adverse effects to the patient have been reported as a result of this alleged product malfunction.